Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 10 months. (Calculated from the date when the mobile power unit was issued to the patient). The mobile power unit is not a single use device. A full evaluation of the device could not be conducted as the device remains in use. The reported event of a no external power alarm when connected to a mobile power unit (mpu) was confirmed based on the information recorded in the log file provided by the customer. The log file contained approximately 15 hours and 21 minutes of events, recorded on (B)(6) 2017. The information recorded on (B)(6) at 6:20 am revealed a low voltage hazard alarm followed by a no external power alarm. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and suggested an intermittent loss of power. The pump support was not affected and the system was supported by the backup battery during the event. The mobile power unit serial number (B)(4) was not returned for evaluation and remained in use. According to the additional information, the alarm was a result of the ac power cord disconnected from the mpu. The patient received the new v-lock style ac power cord while he was hospitalized. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the system controller log files showed that no external power alarms occurred. The vad coordinator reported that the alarms were due to the ac power cord becoming disconnected from the back of the mobile power unit. The patient was given a new ac power cord for the device. Pump function was not compromised during the events. The patient was asymptomatic. No further information was provided.